Manufacturer narrative:
Device passed displacement test. However, unable to prime device during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. No compromised force sensor alarms noted. The drive support was inspected and no anomaly noted. Device received with minor scratches on lcd window. Device received with cracked case at display window corners. Device received with peeling address serial label.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.